Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2013. During the procedure, a left femoral component was implanted. There has been no reported revision procedure to date.

Manufacturer narrative:
Based on the review of device history records and on the review of all the product labeling conducted during this investigation, the part left biomet in a conforming to print specification condition. As the label in question has been in use for many years and there have been no other complaints of this nature, it appears that this was an end user error. Further, the font size was reviewed and enlarged as much as possible when the labels were converted to robar, the new label system. In addition, the global labels will substantially adhere to the astm labeling standard and have specific size and handing locations on the label so any issues such as this shall be alleviated.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, 'improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."